Event description:
It was reported that when using the bd pyxis¿ es server, multiple users were unable to login and got unable to authenticate error message. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that multiple users did not login, unable to authenticate. The technical support specialist (tss) reviewed the med app logs and identified an error for the user ID, showing the message: account locked. Upon checking the es server, it was confirmed that the account was indeed locked. Powershell results further verified that the user ID was locked in active directory. The issue was linked to knowledge article, and the customer was advised to contact their it team for resolution. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple users were unable to login and got unable to authenticate error message. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing medication to the patient. There were no adverse events or injuries reported based on this event.